Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the pulse generator revealed over-sensed noise. The patient was asymptomatic. No interventions were made.